Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported that the patient was admitted to the hospital after a "collapse." The patient's heart rate was 30 bpm and it was not possible to interrogate the device. There was suspected loss of capture and no pacing. There were no obvious problems seen on the chest x-ray. The device was replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) preliminary analysis revealed a no output condition, along with depleted battery and high current drain conditions. Additional analysis identified a defect in an integrated circuit (ic) localized to a gate of a transistor. An emission found via photon emission microscopy, which was indicative of a defect causing gate oxide leakage in the transistor. The analysis was stopped at this point.